Event description:
Boston scientific crm recieved information that this transvenous right ventricular (rv) lead exhibited >2,000 ohms pace impedance measurement. It was not known at the time whether there were a lead specific or lead to device connection issue occurring. Further troublsehooting was to be done. All other measurements were noted as within normal limits. The patient was noted as not pacemaker dependent. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. The physician planned only to monitor the system at this time. If new information becomes available, this report will be further evaluated and updated.